Event description:
The physician attempted to deploy a resolute integrity 2.25mm diameter x 30mm length rx drug eluting stent. The target lesion was in the lcx. It was reported that a force greater than expected was required to advance the device. During the advancement, the shaft of the device at the y piece, was broken. There were no patient complications reported. Device evaluation: the stent was positioned between the marker bands as per specifications. Slight pinching of the distal stent segments was noted. The hypotube had detached 17.7cm distal to the strain relief. The break sites were oval and jagged. The hypotube was kinked proximal and distal to the detachment sites.

Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used during the procedure). Deformation problem; related to operational context (detachment of the hypotube is most likely procedural related). Evaluation conclusion: failure to follow instructions (force was used during the procedure). Operational context contributed to event (detachment of the hypotube is most likely procedural related). (B)(4).